Event description:
Per the clinic, the equipment was found to have become hot (type of equipment and date of event not reported). No reports of patient injury are associated with this event. Additional information has been requested, but has not been provided as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
This device is not available for analysis. (B)(4).

Manufacturer narrative:
(B)(4).